Event description:
The pt reported experiencing diarrhea and vomiting on (B)(6) 2010 and she noticed there was no insulin in the cartridge of the infusion device. She attempted to change the insulin cartridge and the plunger became stuck to the piston rod. Her husband assisted her with removing the plunger from the piston rod and she dried the cartridge compartment. On (B)(6) 2010, she was taken to the hosp with elevated blood glucose of 33 mmol/l (594 mg/dl). She disconnected from the infusion device on (B)(6) 2010 and believes there was 130 units of insulin remaining in the cartridge. The following day a nurse noticed there was no insulin in the insulin cartridge but there was insulin in the cartridge compartment of the infusion device. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.